Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that a piece of the broken blade fell into the surgical field. No further info was provided.

Manufacturer narrative:
The blade subject to this mdv was returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is multi factorial.